Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized due to unknown reason on unknown date. Customer stated that the insulin pump was stopped working. Customer was advised by the hospital to stop using the insulin pump for four days. The insulin pump will not be returned for analysis.